Manufacturer narrative:
An event of device deformity during implant was reported. The device was returned to abbott for investigation and met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 24mm amplatzer septal occluder was selected for an implant. During the procedure, while deploying the device, the physician noted that the device was not taking its proper shape and appeared cobra. So he has to remove the following device from the patient prior to released from the delivery cable. No angulation or kink noticed in the delivery system and interaction with cardiac structures during deployment. It is unknown if a new device was implanted as a replacement. The patient is stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant informationna.